Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient hip arthroplasty is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history reviews were performed and no trends were identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.